Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the menu scrolls despite the buttons not being pressed. The patient's blood glucose at the time of incident was 107 mg/dl. The customer confirmed that not all of the buttons trigger an uncontrollable menu. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues, though she did mention that the pump is usually clipped to her bra. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.